Event description:
Left colectomy procedure. Slcr55g reload was attached and would not open. Removed from flexshaft and re-attached it and still would not open. Used manual release but heard a clicking sound and tried to crank it but still would not open. Surgeon removed the dlu with a competitive device and transected the bowel distal and proximal to the dlu and resected the specimen. Competitive product was used to complete the case.